Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B59464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea. Previously administered products included for birth control: mirena. Concurrent conditions included abdominal pain lower and adenomyosis uteri. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced burning sensation ("burning sensation in pelvic region") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia and adnexa uteri pain had resolved and the vaginal haemorrhage, menorrhagia, burning sensation and dysmenorrhoea outcome was unknown. The reporter considered adnexa uteri pain, burning sensation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlsion. Smear cervix - on (B)(6) 2013: abnormal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events:abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: burning sensations in pelvic region, apareunia (inability to have sexual intercourse), salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse).concomitant disease, lab data, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("pain") in an adult female patient who had essure (batch no. B59464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea. Previously administered products included for birth control: mirena. Concurrent conditions included abdominal pain lower and adenomyosis uteri. In 2013, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced the second episode of pelvic pain ("burning sensation in pelvic region") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the vaginal haemorrhage, menorrhagia, the last episode of pelvic pain and dysmenorrhoea outcome was unknown and the female sexual dysfunction, dyspareunia and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Smear cervix - on (B)(6) 2013: abnormal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.